Manufacturer narrative:
Additional information received by smiths medical on 22-sep-2020 via email that the event occurred while testing, and no patient was involved. Device evaluation: one cadd legacy pump was returned for analysis. Visually inspection and functional checked were performed. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. According to the investigation, the pump was found to be "double beeping" on power up without an administration cassette. The investigation reported that the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited double beep with no cassette. No reported adverse effects.